Event description:
A report was received from the USA with info that the device experienced a gui inop alert. There was no pt involvement.

Manufacturer narrative:
The user facility has not requested repair of the device at this time. The device received very low usage over the age of the device, registering less than 500 hours. Should the user facility request repair or provide add'l info, a supplemental report will be submitted. (B)(4).